Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was also noted that the returned device indicated a missing grommet, the returned device indicated a missing set screw.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 429688 lead, implanted: (B)(6) 2013; 5076-45 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart failure symptoms. The right ventricular (rv) lead exhibited poor r-wave measurements. During the attempt to disconnect the rv lead the implantable cardioverter defibrillator (ICD) rv port set screw could not be engaged with the wrench. The physician requested consultation, however additional maneuvering was unsuccessful. Subsequently, the grommet had to be removed, and during the removal process the set screw fell out of the port, but was successfully retrieved. The ICD was explanted and replaced. The rv lead was connected to the ICD, and re-positioned with good sensing, capture, and lead impedance measurements. It was also reported that the left ventricular (lv) lead exhibited no capture in all configurations, low pacing impedance and had pulled back into the coronary sinus. The lv lead was explanted and replaced.